Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lv lead dislodged when the catheter was removed. Multiple attempts were made to place the lead, however, it could not be firmly fixed and dislodged. A second lead was attempted in a different vein, however, the lead also dislodged. Multiple attempts were made to place the lead. There was still a problem with fixation and the lead always dislodged. The lv lead placement was abandoned. No patient complications have been reported as a result of this event.